Event description:
It was reported that the patient had been having frequent and persistent low flows without symptoms for the past few months. Log files confirmed low flow events on (B)(6) 2022 and (B)(6) 2022. A computed tomography angiography (cta) scan was completed that confirmed outflow graft obstruction. Subtle amounts of thrombus were noted within the outflow cannula that resulted in subtle intraluminal narrowing. The patient experienced occasional dizziness. They were treated with a heparin drip before being discharged home on anticoagulation. A pump exchange was being discussed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: evaluation of the submitted log file revealed that low flow hazard alarms were captured when the flow fell below the low flow threshold of 2.5 lpm. No other atypical alarms of events were captured. The pump appeared to operate above its set speed for the duration of the log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was seen in clinic on (B)(6) 2022 with many pulsatility index (pi) events and occasional low flows. There were no symptoms due to the low flows and the patient was being medically managed for their outflow graft obstruction. Log files captured low flow events on 03oct2022 and 04oct2022.

Manufacturer narrative:
Manufacturer's investigation conclusion:evaluation of the submitted log file confirmed low flow alarms; however, a specific cause as well as a direct correlation to the heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The reported outflow graft obstruction could not be confirmed through this evaluation as no imaging was submitted and no product was returned for investigation. A direct correlation between the reported events, log file findings, and (B)(6) could not conclusively be determined though this evaluation. Evaluation of the submitted log file revealed that 93 low flow hazard alarms were captured when the flow fell below the low flow threshold of 2.5 lpm to as low as 2.2 lpm. No other atypical alarms of events were captured. The pump appeared to operate above its set speed for the duration of the log file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), (B)(6). They experienced further low flow alarms on (B)(6) 2022. No product is available for investigation.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. And the hm ii lvas patient handbook, rev. C are currently available.section 5 of the IFU entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding.no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient would not receive a pump exchange as he was too high risk for surgery at the time.